Event description:
Pt reported that they woke up with high blood glucose (508 mg/dl) and discovered that insulin had leaked into the insulin cartridge chamber of the device. Pt reported that the insulin cartridge chamber had a crack in it, but pt did not report that the insulin cartridge was visibly cracked. Pt self-treated high blood glucose. No error messages were generated by the device. Pt will switch to back-up device.